Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced multiple low glucose events, including a documented value of 56 mg/dl, especially after meals and paused the pump to avoid insulin delivery; records indicate missed meal announcements, which likely led the system¿s correction algorithm to deliver insulin without meal context. Symptoms included hypoglycemia. Outcomes included an event requiring oral glucose administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure related to the user interface, specifically failure to perform meal announcements. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.